Event description:
The article, ¿diastolic delta best predicts paravalvular regurgitation after transcatheter aortic valve replacement as assessed by cardiac magnetic resonance: the appose trial¿, was reviewed. The article presented a prospective single center study to assess the accuracy of hemodynamic indices to predict relevant paravalvular regurgitation (pvr). Devices included in this study were all portico, abbott. The article concluded diastolic delta (dd) measured during transcatheter aortic valve replacement (tavr) best predicts relevant pvr. Correction for heart rate (hr-dd) or systolic blood pressure (aortic regurgitation index [ari], ari ratio) did not improve this predictive value. [The primary and corresponding author was niels van royen, department of cardiology, radboud university medical centre, geert grooteplein zuid 10, 6525 ga nijmegen, the netherlands, with corresponding email: niels.vanroyen@radboudumc.nl].

Manufacturer narrative:
Summarized patient outcomes/complications of diastolic delta best predicts paravalvular regurgitation after transcatheter aortic valve replacement as assessed by cardiac magnetic resonance: the appose tria were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, coronary artery disease, chronic obstructive pulmonary disease, atrial fibrillation, renal disease, aortic regurgitation. Some of the complications reported were stroke, transient ischemic attack, permanent pacemaker implant, bleeding, acute kidney injury, paravalvular leak, aortic regurgitation these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.